Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that out of range lead measurements were noted in all the leads. Upon review, noise was observed in the atrial channel. Capture and out range impedance issues were also noted. No patient symptoms were reported. Noise could not be reproduced with pocket manipulations or isometrics. The ICD was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
The reported field event of noise, impedance, capture, and sensing anomalies were confirmed in the laboratory. The device was tested on the bench and high impedance measurements, low pacing outputs, and a sensing anomaly were observed on the device. The cause of the field events was found to be due to an anomalous component on the hybrid.